Manufacturer narrative:
Smith & nephew previously submitted this report within 30 days of receipt using MDR report number 3006760724-2017-00027. Unfortunately, between receipt of the complaint and submission of the report, the site manufacturing code was archived, so the reports have failed the final gateway acknowledgement on the FDA report site. We are now submitting the report using this MDR number, and all future communication regarding this incident will be provided using this code report number.

Event description:
Mild peri-wound maceration.